Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Clinical review: the file has been assessed for the necessity of performing a clinical investigation. Reportedly, the patient was not connected to the liberty select cycler at the time the patient¿s pain was experienced. It was reported the patient was typically was bed bound while in the nursing home. During hospitalization, the patient was placed on palliative care and discontinued dialysis treatments (date unknown). The patient subsequently expired. Based on the available information, there is no allegation or no documentation that indicates the liberty select cycler caused or contributed to this elderly patient¿s pain and subsequent death. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis nurse reported that a patient was hospitalized with intense pain and subsequently expired. During hospitalization, on an unknown date, the patient was placed on palliative care and discontinued dialysis treatment.